Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage and blank display from the insulin pump. The customer's blood glucose reading was in the 70's mg/dl. The customer stated that the pump was exposed to pool water. The customer stated that they were in the water for 3 minutes and the pump continued to vibrate. The customer stated that there was also fluid in the battery compartment. The customer stated that the o-ring is in place. The customer was advised to insert new or fully charged aa battery and tighten the battery cap. The customer stated that the home screen did not appear on the display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
After battery installation, device displayed a white spot at the right top corner cause by corrosion at electronic assembly. The device failed leak test. The device leaked at cracked at the battery tube threads. However, it was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Traces of corrosion found at the motor. The insulin pump was received with minor scratched lcd window, scratched case and cracked case at the battery tube threads.